Manufacturer narrative:
The event was observed on an unspecified date, further described as "over the weekend". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was observed after attaching the cap during peritoneal dialysis therapy. A new cap was placed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any issues that could have contributed to the reported leak condition. Functional testing including underwater pressure testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.